Event description:
A patient's blood glucose was taken using the hosp device and a result of hi was received. The hosp rep stated a non-fasting lab was performed (timeframe unk) and the result was 387 mg/dl. It is unk if the pt received treatment. A request was made for the return of the suspect device and replacement was sent.